Event description:
During coronary angiography, the physician was having difficulty advancing sheath and decided to try a different approach. When attempt to remove, the radial sheath tore and remained in the artery. Vascular surgery was required to remove the sheath. FDA safety report ID# (B)(4).